Event description:
A male pt was brought in for a bilateral iliac stenosis intervention via bilateral access through left and right groin. The catheter was placed up the right leg (using to measure length of iliac). At the same time they had another manufacturer's wire up the left side and another manufacturer's atherectomy catheter over the wire. Another manufacturer's device was used to grind down the left calcified lesion and at the same time, the cook catheter remained in the right iliac and distal aorta. There was 2 images provided. The first image is of the catheter and the wire, placed before they used the other manufacturer's device. The second image shows one of the makers on the catheter having moved. Unsure if the other manufacturer's device had been used at that point or not in the second image. The second image with the marker was not identified until much later in the case. The cook catheter was removed from the right side and they removed the other manufacturer's device and the other manufacturer's wire from the left side and placed the cook catheter up the left side to measure. It was noticed that the marker was missing when it was placed on the left side. Supposed to be 1 cm apart, as counted back from the distal tip it is the second marker that is missing. The procedure was able to be completed successfully. It is not clear if anything remained inside the pt's body. A scan was performed to find the marker inside the pt, however they could not see it. It is unk where the missing marker is located.

Manufacturer narrative:
(B)(4). Event evaluation. A review of complaint history, instructions for use (IFU), device history record, and quality control and a visual inspection of the returned, used device was conducted during the investigation. The product was returned in an opened and used condition. A visual inspection noted that the second marker band from the distal tip was missing. The catheter did not appear to be stretched nor any abnormalities were noted. There is no evidence to suggest that the product was not manufactured to specifications. Quality engineering risk assessment was used to assess the risk of this complaint. There is insufficient risk due to low occurrence and high detection activities to warrant risk reduction activities. We are unable to determine with certainty why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. (B)(4). Event evaluation. A review of complaint history, instructions for use (IFU), device history record, and quality control and a visual inspection of the returned, used device was conducted during the investigation. The product was returned in an opened and used condition. A visual inspection noted that the second marker band from the distal tip was missing. The catheter did not appear to be stretched nor any abnormalities were noted. There is no evidence to suggest that the product was not manufactured to specifications. Quality engineering risk assessment was used to assess the risk of this complaint. There is insufficient risk due to low occurrence and high detection activities to warrant risk reduction activities. We are unable to determine with certainty why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A male patient was brought in for a bilateral iliac stenosis intervention via bilateral access through left and right groin. The catheter was placed up the right leg (using to measure length of iliac). At the same time they had a another manufacturer's wire up the left side and another manufacturer's atherectomy catheter over the wire. Another manufacturer's device was used to grind down the left calcified lesion and at the same time, the cook catheter remained in the right iliac and distal aorta. There were 2 images provided. The first image is of the catheter and the wire, placed before they used the other manufacturer's device. The second image shows one of the markers on the catheter having moved. Unsure if the other manufacturer's device had been used at that point or not in the second image. The second image with the marker was not identified until much later in the case. The cook catheter was removed from the right side and they removed the other manufacturer's device and wire from the left side and placed the cook catheter up the left side to measure. It was noticed that the marker was missing when it was placed on the left side. Supposed to be 1cm apart, as counted back from the distal tip it is the second marker that is missing. The procedure was able to be completed successfully. It is not clear if anything remained inside the patients body. A scan was performed to find the marker inside the patient, however they could not see it. It is unknown where the missing marker is located.

Manufacturer narrative:
(B)(4). The event is currently under investigation.